Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro jaw boot fell off inside the pt's leg. The hosp did not report any pt complications. In 2009: maquet field clinical rep provided additional details: piece that fell off into the pt's leg was retrieved through the original incision with no extensions to the incision. A replacement device was used to complete the procedure.

Manufacturer narrative:
Investigation results: the visual inspection confirms that the cold jaw coating had detached from the curved cold metal jaw. The detached jaw boot was not returned with the device. Detailed visual inspection discovered that no adhesive was present on the curved metal jaw assembly. The reported complaint is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.